Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device "option key" was not activated in an event involving a patient death. Additional information has been requested.

Event description:
A customer reported that the device "option key" was not activated in an event involving a patient death. The customer stated that the physician's inability to use the devices caused a delay in delivering therapy which could have revived the patient. A philips field service engineer (fse) evaluated the devices, and concluded that the devices required configuration with a device option key code. The devices required configuration in accordance with philips field change order fco86000260b, issued 22aug2019. The fse re-installed the option keys for pacing and AED modes. The fse re-tested the devices and reported that each device passed all operations tests. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.